Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Log file analysis revealed a critical battery alarm on (B)(4) 2015, which confirms the reported event. Log files also show instances of premature power switching on the batteries. Analysis of the controller revealed that it met specifications; the device passed visual examination and functional testing. The controller was in use when the reported event occurred. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02284, 3007042319-2015-02285 and 3007042319-2015-02286) submitted for devices related to the same event.

Manufacturer narrative:
-Log file analysis review date: 08/25/2015; log dates through (B)(6) 2015: normal power consumption. Additional notes: 18 low flow alarms have been logged since (B)(6) 2015. The current low. 1 critical battery alarm was logged on (B)(6) 2015 the ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The system has multiple power sources available (ac adapter, dc adapter, and batteries).the steps for exchange of batteries and controllers are outlined in IFU and patient manual. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02284, 2015-02285 and 2015-02286) submitted for devices related to the same event.

Event description:
It was reported that the "patient reports power switching from port two (2) and one critical battery alert." It was stated that "log files were sent." "Critical battery alarm was confirmed after consulting manufacturer representative." It was reported that there were "no effect on the patient and no symptoms during controller change, the patient feels fine now." Batteries and controller were exchanged from stock. No additional information provided. Investigation is ongoing.